Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-12312. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. The closure device was implanted with a complete seal. However, two hours later the patient experienced a drop in blood pressure; a transesophageal echocardiogram (tee ) was performed and revealed fluid accumulating around the heart. They patient was currently on aspirin. The patient was sent to the operating room and a pericardiocentesis was completed. The bleeding did not stop so they removed the closure device which was found to have a tine sticking out and litigated the appendage.